Manufacturer narrative:
Product evaluation: visual inspection of the lens showed a tear through the optic and one of the haptics was torn off and is missing.

Event description:
The facility states that the surgeon successfully implanted a model aa4204vl intraocular lens; however, there was damage to the lens. The surgeon removed the lens without injury to the patient. It is unk what model of injector or cartridge was used to deliver the lens into the patient's eye and the lot numbers for these items are also unknown. The facility does not know what caused the damage to the lens.